Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 507652 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported by the patient that they thought they "felt a shock from implantable cardioverter defibrillator (ICD) and didn't disrupt anything they were doing." Follow up was conducted but was unsuccessful. No further patient complications have been reported as a result of this event.